Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4 device history review: part: 03.010.475. Lot: 2681393. Manufacturing site: bettlach. Release to warehouse date: 15.mar.2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6 investigation summary: the driving cap (p/n 03.010.475 lot 2681393) was received with the distal tip (both threaded and non-threaded portion) completely broken off from the instrument. The broken off tip was embedded in the returned insertion handle. No other issues were identified with the returned components of the device. The insertion handle (p/n 03.010.440 lot 10-6493) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there was no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. Dimensional inspection of the distal tip could not be conducted due to post manufacturing damage and since the entire tip was embedded in the insertion handle. Drawings, reflecting the current to manufactured revisions, were reviewed. The complaint condition is confirmed for the driving cap (p/n 03.010.475 lot 2681393) as the distal tip (both threaded and non-threaded portion) was completely broken off from the instrument. The broken off tip was embedded in the returned insertion handle. While no definitive root cause could be determined, it is possible that the complaint condition is due to excessive force or off-axis striking . During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of a tibial nail on (B)(6) 2019, the driving cap broke while being struck with a mallet. The threads from the driving cap broke off inside the insertion handle and cannot be removed. The nail was advanced the last few centimeters by tapping directly on the back of the insertion handle. There were no fragments generated from the broken device. Procedure was successfully completed with no surgical delay. There were no patient consequences. Concomitant devices: tibial nail (part: unknown, lot: unknown, quantity: 1), hammer (part: unknown, lot: unknown, quantity: 1), insertion handle (part: 03.010.440, lot: 10-6493, quantity: 1). This report is for a driving cap. This is report 1 of 1 (B)(4).